Manufacturer narrative:
Patient weight received.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system onsite and confirmed that the uninterruptible power supply (ups) batteries would not hold a charge. The mobile view station (mvs) shuts down immediately when unplugged. The representative replaced the ups battery pack and upgraded the software. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the mobile view station (mvs) batteries on the imaging system would not hold a charge. The mvs powered off in transport to the operating room (or). Once plugged into an outlet, it booted up, but took approximately 10 minutes to boot and displayed a battery error message on the mvs. The site decided to use a c-arm for the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.